Event description:
Eagle eye lodged inside the in-stent restenosis. With a quickpull by physician, the transducer and tip fractured. The physician was not able to snare the tip. The patient was then taken to surgery and the device parts removed. The patient is doing well and has been discharged to go home.

Manufacturer narrative:
Reporter expressed that he did not feel the catheter was at fault. The device was discarded so is not available to be returned to manufacturer (volcano therapeutics, inc.)